Event description:
The customer contacted abbott for two calibration failures for the axsym rubella lgg assay where error codes 1006 (calibration check failure, cal d, deviation too large) and 1018 (calibration check failure, cal a, result too high) were generated. The customer stated axsym maintenance was performed regularly, and the customer was advised to replace the sample probe. After sample probe replacement, the customer reported a successful rubella calibration was achieved, although the rubella negative control was 0.7 instead of zero. The customer recalibrated with the same reagent lot and obtained error code 1018 again. The customer was advised to centrifuge the calibrator and recalibration of the assay was acceptable. The customer was sent a new lot of reagent and recalibration with the new reagent failed. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(No consequence or impact to patient). (Calibration error). (Error message given). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.